Manufacturer narrative:
Corrected data: h6: 4629 should be omitted and 4627 should be added for correction. Claim# (B)(4).

Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -12.00/+3.0/092 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2017. The lens was explanted on (B)(6) 2019 due to low vaulting. The lens was replaced with a same length but different model (vicmo) lens and the problem was resolved.